Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. Preventative maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A nurse reported that there was poor or no vacuum during vitrectomy procedure. The system was exchanged and the case was completed without harm to the patient. Additional information has been requested.